Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The zilbs-635-10-6 device of lot c1133020 was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is know that the complaint device was advanced over a hydrophilic, 0.035¿ diameter boston scientific jagwire wire guide. A sphincterotomy and dilation of the obstructed area were conducted prior to the occurrence. The complaint device was advanced through an olympus jf-260v endoscope. Resistance was not encountered when advancing the wire guide or the complaint device through the target location in the distal common bile duct. The delivery system was not advanced through a previous placed stent. On evaluation of the returned device, it was noted that the device was returned with the stent already deployed. The stent was fractured into two pieces, 4cm and 2cm long. No damage was observed on the outer sheath (flexor). The overall flexor length was measured as 200cm, which was within specification of 200cm +2/-1cm. The device was flushed successfully, with no issues reported. There is no evidence to suggest that the device was manufactured incorrectly. The customer complaint is confirmed as the stent was found to be fractured. With the information provided, and as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. As per the product IFU: ¿these metal biliary stents are not intended to be repositioned or removed after deployment in the bile duct. In case of accidental deployment or improper placement (immediately following deployment), stent should be left in place and placement of a second stent should be attempted to achieve the desired result.¿ prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1133020. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, and finished the procedure with another device. No portion of the device remained in the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The user advanced the stent to reach the distal common bile duct which was about 4cm distal from duodenal papilla. Then they deployed the stent. The stent appeared fracture under x rays when it deployed about one third. They stopped deploying and withdrew the stent. The stent was detached to two portion after withdrawing from patient body. No section was left inside patient body. Replace new device to finish the procedure successfully.